Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition, the device has broken adhesive on ring #1 and #2 and fluids under them. Finally, the distal end is deformed at 18mm from the tip. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed and the device was found within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed that both curves are placed in the template shaded area, the device passes the dimensional test. X ray analysis revealed that the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2016. It was reported that noise and curve damage occurred. The intellatip mifi xp ablation catheter was advanced through a non-bsc 8f sheath. The catheter tip was positioned longitudinally on the cardiac muscle. The n4 curve was dissymmetric. When applying current noise occurred on the electric potential of the intellatip mifi xp ablation catheter. The intellatip mifi xp catheter was removed from the patient and the curve of the catheter was found to be deformed. The tip deformation occurred at the point between the 2nd and 3rd electrode. The tip deformation was found when all the electrodes were out of the sheath. The tension control knob was rotated to the "plus" direction. The procedure was completed with another intellatip mifi xp ablation catheter. No patient complications were reported and the patient status is good. However, analysis revealed broken adhesive between the electrodes.